Event description:
Patient enrolled into the trial. Minor ischemic stroke reported with difficult retrieval of filter, buddy wire required.

Manufacturer narrative:
Please reference MDR 2183870-2008-00148 for the spiderfx used in this procedure.